Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with glucose readings as low as 33 mg/dl and 55 mg/dl, treated with oral glucose, and noted they had been pausing the ilet and providing suboptimal conditions for learning; no device component failure was identified and the device problem remained unclear due to insufficient information. Symptoms included hypoglycemia with associated dizziness, muscle weakness, and sleepiness/drowsiness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to attribute the event to a specific device problem or component. The user later stabilized and, with agent assistance, completed a factory reset and setup with their dexcom g7 and steel infusion set. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.